Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap anomaly. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she is high due to pregnazone she is taking, this will cause her to run high and she is aware. The customer stated they are unable to install the battery cap on their pump. Based on the troubleshooting, the customer was able to get the battery cap back on and advised to monitor. The customer reported via phone call that the insulin pump had spanish software anomaly. The customer stated that the alarm occurred during battery change. The customer was advised that is normal pump behaviour. The customer is explained that the pump may give an alarm if without battery for extended period of time. The customer was off pump for 3 weeks.